Event description:
It was reported that during implant, the helix of the lead failed to extend even with slow rotations and applied torque. The lead was removed to test the helix on the table and the helix still did not extend. The lead was not implanted and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the full lead was returned and analyzed and no anomalies were found. However, there was blood in/on the helix/lobe mechanism.